Manufacturer narrative:
Estimated dates: dates of event and implant. The UDI # could not be provided because the part and lot numbers were not reported. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. The reported patient effect of stenosis is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Additionally, a cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The deaths and device malfunctions referenced are being filed under a separate medwatch report #. The vision and absolute stents referenced are filed under separate medwatch report numbers.

Event description:
It was reported through a research article identifying supera, absolute, and vision stents that may be related to the following: death, restenosis, target vessel/limb revascularization, stent fracture, stent elongation, and stent compression. Details are listed in the attached article, titled, "comparative outcomes of supera interwoven nitinol vs bare nitinol stents for the treatment of femoropopliteal disease: insights from the xlpad registry".

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.